Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during equipment check, it was observed that the motor device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause was not determined. However, it was determined that the hose on the device was found disconnected from the prv and the device failed visual assessment at pretest. It was determined that this was due to mishandling, which is user error/misuse/abuse. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. If additional information should become available, a supplemental medwatch will be submitted accordingly.